Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), seizure ('had seizure right after implant of essure') and meningitis viral ('viral meningitis') in an adult female patient who had essure (batch no. 052006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed."), seizure (seriousness criterion medically significant), meningitis viral (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition."), bladder disorder ("bladder/urinary problems : bladder probs"), urinary tract disorder ("bladder/urinary problems : urinary probs."), alopecia ("hair loss"), fatigue ("fatigue"), herpes zoster ("shingles"), rash papular ("small bed bumps/rashes"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("multiple blader infection"), urinary tract infection ("uti"), migraine ("migraines / headaches"), procedural pain ("pain when device was implanted, electrical shock sensation"), pelvic pain ("pelvic pain "), arthralgia ("joint pain") and malaise ("sickness") and was found to have weight increased ("weight gain") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (salping. (Bilateral),oophorectomy (bilateral)'hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, seizure, meningitis viral, dysmenorrhoea, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, weight increased, alopecia, fatigue, blood cholesterol increased, herpes zoster, rash papular, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, migraine, procedural pain and malaise outcome was unknown, the back pain and pelvic pain had resolved and the arthralgia was resolving. The reporter considered alopecia, arthralgia, back pain, bladder disorder, blood cholesterol increased, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, herpes zoster, malaise, meningitis viral, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, rash papular, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding,bladder problems., urinary problems, weight gain, hair loss, fatigue, had seizure right after implant of essure, high cholesterol viral meningitis, shingles, small bed bumps/rashes, painful intercourse diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received: lot number added. Events: abnormal bleeding (vaginal), multiple bladder and uti, migraines / headaches, procedural pain, sickness, pelvic pain, joint pain were added. Reporters, demographics, lab data were added. We received a batch number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') and meningitis viral ('viral meningitis') in an adult female patient who had essure (batch no. 052006-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed."), seizure ("had seizure right after implant of essure"), meningitis viral (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition."), bladder disorder ("bladder/urinary problems : bladder probs"), urinary tract disorder ("bladder/urinary problems : urinary probs."), alopecia ("hair loss"), fatigue ("fatigue"), herpes zoster ("shingles"), rash papular ("small bed bumps/rashes"), dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("multiple bladder infection"), urinary tract infection ("uti"), migraine ("migraines / headaches"), procedural pain ("pain when device was implanted, electrical shock sensation"), pelvic pain ("pelvic pain"), arthralgia ("joint pain") and malaise ("sickness") and was found to have weight increased ("weight gain") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (salping. (Bilateral),oophorectomy (bilateral)'hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, seizure, meningitis viral, dysmenorrhoea, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, weight increased, alopecia, fatigue, blood cholesterol increased, herpes zoster, rash papular, dyspareunia, vaginal haemorrhage, cystitis, urinary tract infection, migraine, procedural pain and malaise outcome was unknown, the back pain and pelvic pain had resolved and the arthralgia was resolving. The reporter considered alopecia, arthralgia, back pain, bladder disorder, blood cholesterol increased, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, herpes zoster, malaise, meningitis viral, menorrhagia, metrorrhagia, migraine, pelvic pain, procedural pain, rash papular, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding,bladder problems., urinary problems, weight gain, hair loss, fatigue, had seizure right after implant of essure, high cholesterol viral meningitis, shingles, small bed bumps/rashes, painful intercourse. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Lot number reported is ( 052006 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: update of information (batch is not valid). We received a batch number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'), genital haemorrhage ('gen. Abnorm. Bleed.'), seizure ('had seizure right after implant of essure') and meningitis viral ('viral meningitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), meningitis viral (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy : rash/skin condition."), bladder disorder ("bladder/urinary problems : bladder probs"), urinary tract disorder ("bladder/urinary problems : urinary probs."), alopecia ("hair loss"), fatigue ("fatigue"), herpes zoster ("shingles"), rash papular ("small bed bumps/rashes") and dyspareunia ("painful intercourse") and was found to have weight increased ("weight gain") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (salping. (Bilateral),oophorectomy (bilateral)'hyst. (Full)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, genital haemorrhage, seizure, meningitis viral, back pain, dysmenorrhoea, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, weight increased, alopecia, fatigue, blood cholesterol increased, herpes zoster, rash papular and dyspareunia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, blood cholesterol increased, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, herpes zoster, meningitis viral, menorrhagia, metrorrhagia, rash papular, seizure, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding),metrorrhagia (bleeding b/w periods),gen. Abnormal bleeding,bladder problems., urinary problems, weight gain, hair loss, fatigue, had seizure right after implant of essure, high cholesterol viral meningitis, shingles, small bed bumps/rashes, painful intercourse diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified). Result - bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received ,event injury deleted and events " dysmenorrhea (cramping),back pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods),gen. Abnormal bleeding, bladder problems, allergy : rash/skin condition., urinary problems, weight gain, hair loss, fatigue, had seizure right after implant of essure, high cholesterol viral meningitis, shingles, small bed bumps/rashes, painful intercourse" were added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.